Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system on-site and found that the system was not booting up. Upon troubleshooting, the fse found that the application software did not boot up. The fse checked the logs and found that the ipmi (intelligent platform management interface) was malfunctioning. To resolve the issue, the fse performed a reset of the hdd (hard disk drive) in the suite and x-ray pc, as well as a reset of the ny15 cables. Then, the system booted normally. After resetting, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.